Event description:
Patient reported the infusion device did not correctly provide an e4 occlusion error in (B)(6) 2012 and this resulted in hyperglycemia of 400-500 mg/dl. She contacted her physician, and he advised her to change the infusion set. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united state. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.